Event description:
A doctor's office alleged that the nx3 cement was setting up too quickly causing open margins for a paitent.

Manufacturer narrative:
The doctor identified two (2) shades associated with the cement setting too quickly; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4829055 and 4915959. On (B)(6) 2013, the doctor cemented the new crowns for tooth numbers 24 and 25 and veneers for tooth numbers 23 and 26 for the patient using a different product, without further incident. To date, the patient is doing fine. The returned product for lot 4829055 was evaluated for 'iso sensitivity to ambient light' yielding results within specifications. The retain sample for lot 4915959 was evaluated for 'gel time' and 'set time' yielding results within specifications. A DHR review of all of the lots revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.